Event description:
The heating pad was plugged onto an outlet when I moved the cord and a flash of light and a "bang" occurred which originated at entrance to the control unit. I unplugged the cord without further incident. After the flash and unplugging the unit, I took the covers off the control unit and took pictures of the input side, where the flash occurred; the output side and the heating pad cover showing the model ID e12107. The picture of the input side shows excess bare wire between the lugs and insulated portion of the input power wires. This excess bare wire allowed the two bare wires to contact each other and generate a short circuit when the assembly was moved. One of the wires is now badly damaged with only about 25% of the strands remaining intact. This section could easily overheat and potentially start a fire had I not noticed the flash occurring and then disconnecting the unit. The output connections are properly insulated up to the lug as shown in the "output connections." Recommendation: be sure all electrical wires are insulated up to the lug. Document number: (B)(4). Report number:(B)(4). MFR website url: (B)(4). Explanation: I plan to contact sunbeam about this fire safety defect when I finish this report.